Manufacturer narrative:
Follow-up #1: date of submission 02-apr-2019 device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: during investigation, the black box showed evidence of unexplained pump reboot event on 05-jan-2019, but alarm history shows a cs 128 - alarm "replace battery" on complaint date. Ok key is over responsive, down, up, contrast keys are working. Ok button has contact defect,contact inverted. The pump intermittently powers with the returned battery cap. A test battery cap was used for all testing. The battery cap attaches securely to pump. The pump was exercised 12 hours with no power issues occurring. The pump was opened; no damage or moisture found to the power circuit. The battery compartment was observed to be cracked and the battery cap threads were damaged/stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; intermittent power loss. The reporter states the battery compartment is cracked. The reporter denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.